Manufacturer narrative:
Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent microswitch and bag to vent switch were replaced to resolve the reported issue.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient injury.